Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: device was not returned. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event is not determined.

Event description:
It was reported that the surgeon attempted to remove a screw from a cage that was implanted. He used a removal driver that comes in the set but was unable to get the screwdriver to connect into the screw with the draw rod. He left the screw in place and did not attempt to remove it again. He then noticed that the tip of the draw rod was broken off and he said it was stuck in the screw. The surgeon was not worried about it coming out and closed the patient.

Event description:
It was reported that the surgeon attempted to remove a screw from a cage that was implanted. He used a removal driver that comes in the set but was unable to get the screwdriver to connect into the screw with the draw rod. He left the screw in place and did not attempt to remove it again. He then noticed that the tip of the draw rod was broken off and he said it was stuck in the screw. The surgeon was not worried about it coming out and closed the patient.